Manufacturer narrative:
(B)(4).

Event description:
This system was implanted and later, on the same day, the patient had a procedure on her valve. During that procedure the patient coded and expired. There are no known complaints on this system. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.